Event description:
Lead care blood lead testing system gave lower results on the same blood sample that a reference laboratory gave higher results for. Lead care reported 38 ug/dl and the reference lab reported 51. Additional samples test with the same result. Customer ran linearity check samples and all were within range. This indicate lead care system operating within specificaiton. Chelation therapy begun to lower pt's lead level.